Event description:
The customer reported that while running an human immunodeficiency virus p24 antigen assay, summit sample handler did not aspirate enough reagent in positions 6, 8 & 9 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.